Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of "constant door not fully latched messages" through the history log, but could not reproduce it. Evaluation found corrosion on the lower auxiliary tail and input/output printed circuit board j4 connector. The failed lower auxiliary assembly and input/output printed circuit board were replaced.

Event description:
It was reported that a spectrum pump alarmed constant "door not fully latched" messages. It was also reported that there was no patient incident.